Event description:
Patient called to report that v-gos fall off after her sweats. Patient did not recall specific dates or quantity of devices that fell off last week. Patient stated that the v-gos worn while working in ceilings and outdoors fell off after nearly 4 hours of wear.